Event description:
Per or: the valve was explanted due to endocarditis. The mitral valve was also replaced at this time. The nurse stated the pt had a "complex" medical history. The valve was replaced with a 27aj-501. No add'l info was available.